Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had poor sensing post implant. The lead had decreased r-wave sensing from implant value. The physician decided to replace the lead rather than reposition it since the lead position remained unchanged on x-ray since implant. A new lead was implanted. No patient complications have been reported as a result of this event.